Manufacturer narrative:
The patient remains ongoing with the implanted device. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that the patient appeared to have a broken wire in the percutaneous lead. The patient was admitted to the hospital. While connected to the power module, the patient experienced pump stop alarms and felt the pump "shuddering".